Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of pounding in their chest. They felt that their heart was racing with shortness of breath and mild chest discomfort. The left ventricular (lv) lead was reprogrammed due to suspected phrenic nerve stimulation and the symptoms immediately stopped. The lead remains in use. The patient is a participant in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.